Event description:
On (B)(6) 2009, the patient underwent an endovascular procedure to treat an aneurysm, utilizing gore® excluder® aaa endoprosthesis (contralateral leg component). On (B)(6) 2025, patient presented with disease progression in the right common iliac artery, distal to the original placement of the contralateral leg component. On (B)(6) 2025, the patient underwent reintervention surgery, in which coil embolization of the right internal iliac artery was performed and placement of plc141400 and plc1212100 from the flow divider of existing graft (pxc181400 l/s#: (B)(6), to the right external iliac artery, to treat the diseased segment distal to original implanted device. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code a24-used to capture no device issue was noted. H6: code d15-there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Patient medication list: acetaminophen 325mg; aspirin 81mg; lipitor 40mg; vitamin b-12 1000 mcg; vitamin d2 50,000 units; flonase 50mcg; toprol-xl 25mg; singulair 10mg; prilosec 40mg; ocean 0.65% nasal spray; flomax 0.4mg. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated section g3/g4, h6, and h11. H6: code c19-as the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records.